Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that upon implementation of the new unit, it gave a false positive detection when no sponges were near the device. The issue was isolated to the verisphere by trying with a different console and getting the same result. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.